Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer did not have the correct tx ID entered into the pump. The customer experienced a blood glucose level of 560 mg/dl. Customer addressed bg with a manual injection. Reportedly, the pump and the transmitter regained connection after the customer entered the correct transmitter ID into the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings.